Manufacturer narrative:
Device information - femoral: lot 0911003, catalog: #100280, mfg. Date: 04/2010, exp. Date: 04/2012. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.

Event description:
Patient presented with tibial collapse. Converted to a total knee.